Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported scar. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod cannula was leaving small scars onto the infusion site (abdomen), while wearing the pod between 4 and 24 hours.